Event description:
Device tested out of specification during manufacturer's analysis. 10/22/99 additional information received - device visibly arced during the first therapy following induction requiring external rescue via defib pads.